Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive hbsag result on the architect i2000sr analyzer. The following data was provided: sid (B)(4) initial 3.43, positive 98% neutralization on confirmatory and on hbsag qualitative ii lot no 77223fn00. The sample was confirmed negative at another lab. There was no impact to patient management reported.